Event description:
The user facility reported that a 46-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The catheter was reported to be stuck in the blue suture hub/t-lock housing. As a result, the device could not advance, retract, or torque. The physician had to torque graft and suture the hub, and catheter en bloc in order to reposition. A blue suture pad was sewed on inverted (graft twisted 3 times). There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported positioning issues was completed. The device was not returned for evaluation. Based on the available information, the root cause of the positioning and suture issues could not be determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.